Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button required multiple button presses in order to elicit a response. The issue reportedly started 2 to 3 weeks ago. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response with normal spring back and click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Investigation was unable to confirm or duplicate the complaint.